Event description:
It was reported that customer experienced high blood glucose, with a highest reported value of 373 mg/dl, and used both continuous glucose monitor and blood glucose meter to check levels. No additional information was received regarding other impacts to the customer¿s blood glucose level. Customer gave correction dose using pump, worked with technical support to remove air gap between insulin and cartridge by filling tubing to push out air, and received education on properly removing air bubbles during loading, after which customer acknowledged instructions and resumed insulin delivery.